Event description:
Report rec'd that a pt experienced cardiac arrest while the device was in use. The male pt reportedly was "found in asystole." Customer source reports that the physicians involved have stated "the cause of the cardiac arrest is not known." They do not know if the device was directly involved in the incident. The pt was resusciatated and is currently in the intensive care unit on a ventilator. The co has made both verbal and written requests for further event info the user facility. The user facility responded with a letter stating that requests were reviewed by outside counsel. "Upon the advisement, user facility cannot provide confidential info regarding a pt as it would be violating hosp/pt privilege." The co further informed thatuser facility could omit all identifying pt info, but the co would like info regarding the device, including what medication was being infused and the device settings. No info has been rec'd.